Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to erosion and infection. No adverse patient effects were reported. The crt-p was explanted.